Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there is foreign matter in the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer for investigation. Evaluation of the photographs indicated black foreign matter (fm) laying on top of gel. In addition, 100 retained samples from bd inventory were visually examined, and there were no instances of fm. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for fm based on the photos. Bd was unable to identify the root cause for indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there is foreign matter in the tube. There was no report of patient impact.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.